Event description:
The article, "right anterior mini thoracotomy for isolated aortic valve replacement: an international and multi-center study", was reviewed. The article presented a retrospective, multicenter study to show that aortic valve replacement (avr) can be safely performed in appropriately selected patients through a right anterior mini thoracotomy (ramt) approach. Devices included in the study were perceval, intuity, 3f enable, resilia, magna ease, perimount, avalus, hancock, st. Jude trifecta, mosaic, freestyle, on-x, and top hat. The article concluded that this was the largest multi-center study on ramt avr. Our findings suggest that this is a safe operation associated with excellent outcomes. [The primary and corresponding author was ali fatehi hassanabad, section of cardiac surgery, department of cardiac sciences, libin cardiovascular institute, university of calgary, canada]. The time frame of the study was from january 2012 to december 2024. A total of 716 patients were included in the study, of which 3 (0.42%) received an abbott device. The average age was 68.1 years, and the majority gender was male. Comorbidities included hypertension, dyslipidemia, type ii diabetes, renal disease, peripheral arterial disease, chronic obstructive pulmonary disease, and cerebrovascular disease.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: right anterior mini thoracotomy for isolated aortic valve replacement: an international and multi-center study. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "right anterior mini thoracotomy for isolated aortic valve replacement: an international and multi-center study", was reviewed. The article presented a retrospective, multicenter study to show that aortic valve replacement (avr) can be safely performed in appropriately selected patients through a right anterior mini thoracotomy (ramt) approach. Devices included in the study were perceval, intuity, 3f enable, resilia, magna ease, perimount, avalus, hancock, st. Jude trifecta, mosaic, freestyle, on-x, and top hat. The article concluded that this was the largest multi-center study on ramt avr. Our findings suggest that this is a safe operation associated with excellent outcomes. [The primary and corresponding author was ali fatehi hassanabad, section of cardiac surgery, department of cardiac sciences, libin cardiovascular institute, university of calgary, canada]. The time frame of the study was from january 2012 to december 2024. A total of 716 patients were included in the study, of which 3 (0.42%) received an abbott device. The average age was 68.1 years, and the majority gender was male. Comorbidities included hypertension, dyslipidemia, type ii diabetes, renal disease, peripheral arterial disease, chronic obstructive pulmonary disease, and cerebrovascular disease.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, type ii diabetes, renal disease, peripheral arterial disease, chronic obstructive pulmonary disease, and cerebrovascular disease. Complications reported included paravalvular leak, surgical intervention (pacemaker, redo), unexpected medical intervention (blood transfusion), stroke, bleeding, atrial fibrillation, transient ischemic attack, seizure, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: right anterior mini thoracotomy for isolated aortic valve replacement: an international and multi-center study b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.